Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump had under delivery. The blood glucose level was 353 mg/dl,235 mg/dl at the time of incident. Customer treated with manual injection. Customer also reported that the center key button was not responding. Customer states using the up arrow allows them to navigate screens and the button was not unresponsive during an easy bolus attempt. Customer was assisted with troubleshooting. The device will be returned for the analysis.